Manufacturer narrative:
Continuation of medical device: 457445 lead implanted: (B)(6) 2008.

Event description:
It was reported that there is intermittent t-wave oversensing (twos) post pace on the right ventricular (rv) lead when at fast rates post biventricular pacing. Programming options were discussed that could resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.